Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only.

Manufacturer narrative:
E1: initial reporter phone added.

Event description:
It was reported that removal difficulty occurred. A carotid wallstent was advanced for treatment. The stent was placed; however, it was difficult to retract the delivery system. The physician tried several ways to retract the wire gently and eventually was able to remove it. The procedure was completed, and there were no patient complications as a result of this event.